Manufacturer narrative:
The event occurred in (B)(6) 2015. As the exact date of event is unknown, the date received by manufacturer is used. This device does not have a 510(k) number. The initial notification of this incident was (B)(6) 2015. Per the information received 09/09/2015, this incident was determined not to be FDA reportable. Additional information was received 9/18/2015 that acknowledge the patient possibly received erythromycin ointment thereby making this incident FDA reportable with a 30 day due date of 10/18/2015. Result - four unused samples were returned for investigation. Two samples were returned for lot 5075221 and two samples were returned for lot 5019498. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5075221. The lot record was checked and no abnormality at incoming materials, assembly and package process were found. No abnormality was found at the sterilization process and the eto test is in compliance with product requirements. Conclusion - it was determined that this complaint is not manufacturing related. It was noted that many factors can lead to phlebitis. As the customer did not provide any additional feedback regarding the patient, further investigation of the root cause is not possible. Unused samples returned for evaluation. Actual device used was not returned.

Event description:
It was reported that a patient had phlebitis with "purulent blood secretions." The patient was treated with "potato chip" (traditional therapy) and possibly erythromycin ointment. The hospital suspects the phlebitis was related to either the bd intima closed IV catheter or iodophor disinfectant. Per hospital report, there was no change in IV insertion methods or practice nor suspect the patient's medications to be the cause.